Event description:
It was reported that during implant, that adequate pacing thresholds could not be obtained even at very high output, so the physician felt that the lead might have a performance issue. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that several conductors were distorted, the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, the helix was blocked by the guide tooth, the stylet was stuck in the lead distal coil, the lead was stretched, and the lead was damaged at implant. The analyst noted that the lead was received with the helix retracted, the helix has been compressed and the lead is stretched with a stylet stuck in the lead; the lead was damaged at implant.